Event description:
Hcp reports, va dbs patient having unusual behavior and fainting episodes. Concerned of possible stroke. Hcp reports, the patient was admitted to the ER in 2006, due to episodes of fainting. While in the ER, the patient reportedly had low blood pressure and dehydration. The patient was dehydrated and sent home the next day. Due to unusual behavior (unspecified), the patient was readmitted to the ER for concern of possible stroke. Head CT was performed and showed no abnormalities. Chest x-ray was performed due to shortness of breath and was unremarkable. Patient was again sent home to be followed up in clinic. At the time of this report, the patient was reportedly taking the following concomitant medications: stale vo 150, sinemet cr, lexapro, lipitor, lisinopril, plavix, aspirin, toprolol, zetia, skelaxin, diclofenac sodium. The hcp reports, the events were "possibly due to orthostatic hypotension which could possibly be due to disease progression". The outcome is reported as ongoing. A follow up report will be sent when additional information is received. Same as MFR report #2649622200601264.